Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. A visual examination of the returned solyx sis system revealed that one carrier appears melted and discolored. The mesh is stretched near both carriers. The barbed delivery device tip is detached. The tip was returned. The tube on the delivery device is deformed and appears melted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The condition of the returned device is inconsistent with normal use. Review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used in the patient on (B)(6) 2016. According to the complainant, during the procedure, the shaft tip of the delivery system broke off. The procedure was completed with another solyx sis system . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.